Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic wedge resection, the stapler was attempted to be used across the bronchus but the stapler stopped halfway through the bronchus. The stapler was removed and a new reload fired through the rest of the bronchus without issue. Then the stapler was used with a purple 45 mm reload across the parenchyma but the stapler would not fire at all. A new stapler, shell, shaft and new reload were used to resolve the issue. There was no patient injury.